Event description:
While deploying an atrium stent in the left common iliac artery, the balloon burst causing the balloon to separate from the catheter. Upon visual examination under fluoroscopy, we could clearly see the radiopaque markers of the balloon still. The distal marker in left common iliac and the proximal marker in the right.